Event description:
It was reported that the patient was experiencing tingling in the whole body even when stimulation was turned off. Database download was performed and the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an explant procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020, about a year from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7028370.

Event description:
It was reported that the patient was experiencing tingling in the whole body even when stimulation was turned off. Database download was performed and the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an explant procedure. Additional information was received that the explanted devices were not returned to bsn as they were discarded by the medical facility.